Manufacturer narrative:
E1:patient city: (B)(6). Patient country: portugal. Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca . Zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing detachment on (B)(6) 2026.